Event description:
Locking mechanism was loose, and the insert did not fit onto the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Event is associated with intra-operative procedure.